Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure code 810:11. It is unknown when the reported condition occurred. There was no known patient involvement; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. This device utilizes user interface module master software version 6.13.90 categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.